Event description:
As reported by the user facility: detailed inquiry description: IV catheter appears to be placed correctly and dressing using a chg impregnated 3m tegaderm. PICC team reporting IV site leaking. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A photo was provided for evaluation. Based on the photo, observed a g20 catheter at the venous access was observed with blood leakage. From the photo, we could not determine the exact location of the leakage. No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.